Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 12 atms on the second inflation. (The initial inflation was to 8 atms). The lesion being treated was a calcified and 100% stenotic lesion in the lad. No pt injuries or complications were reported. Pt status is listed as "good".

Manufacturer narrative:
As a device has not been returned for analysis, a product investigation could not be carried out. Therefore, at this time we cannot determine the root cause of the complaint reported. The shop floor paperwork for this complaint could not be reviewed as the batch number is unk.